Event description:
Customer reported the insulin pump kept alarming no delivery while trying to fill the tubing. Customer's blood glucose was unknown. Customer stated the device each time no delivery while priming and device kept rewinding. Customer was advised to remove reservoir from the device. Disconnect and reconnect the tubing and reservoir and manually push insulin with the plunger, insulin did not exit. Customer was advised the alarm occurred from a possible infusion set or reservoir connection. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.